Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was advised to allow one minute for the alcohol to dry. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was unknown. The customer has new battery available. Customer received battery out limit and fail battery test. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery or battery out limit alarms noted. All the buttons functioned properly and no frozen display, unexpected black circle on the display or moisture damage on the keypad traces noted. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.